Event description:
During egd with laser abelation of tumor, the laser fiber tip broke off. Laser fiber tip was retrieved intact from esophagus area using a snare laser procedure terminated following incident.